Event description:
Procedure: nephrectomy. According to the reporter: a prestige grasper malfunctioned and the jaws could not be closed. As the surgeon tried to remove instrument it broke the trocar tip of the cannula. No result in tissue damage or patient injury. There was no unanticipated blood loss of more than 250cc and no delay over 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/09/2015.

Event description:
Additional information provided by the account: the trocar piece did not fall into patient cavity.

Manufacturer narrative:
(B)(4).